Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported in a journal article that the patient underwent a total knee arthroplasty procedure on unknown date and suture was used for two a two-layer arthrotomy closure utilizing a standard interrupted, knotted suture technique in figure of eight fashion. At second week and sixth week postoperative appointments, the patient possibly presented simple stitch abscess and adjacent cellulitis, requiring antibiotics. It was possible that the patient experienced the infection grade ranged from no infection to simple stitch abscess, to surrounding cellulitis, to accompanying lymphangitis and/or to sepsis with systemic symptoms. It was also reported that the needle stick of surgical staff possibly occurred intra-operatively. Additional information has been requested.